Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal 7 cm long fragments were received for analysis. It is reasonable to assume that the leads were dissected in the course of the surgery. The returned lead fragments were visually analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. No deviations were found. The mechanical and electrical inspection of the fragments was not properly feasible, as only a short lead segment were received for analysis. In summary, the lead fragments were found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.

Event description:
This lead was returned without documentation from st. Jude medical. There were no patient information after calling medtronic, boston scientific, st. Jude medical and ela. The patient following physician had no additional information. Should additional information be received, this file will be updated.